Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered and the infusion set was changed to address bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.